Manufacturer narrative:
Additional information was received on 6/24/2019. The devices were explanted and bilateral replacement with mentor smooth round moderate plus profile 600cc saline prostheses was performed on (B)(6) 2019. 2. Is other serious-uncheck 2. Is required intervention-check the investigation of the returned device was completed by the failure analysis lab on (B)(6) 2019. Device evaluation summary: according to the information received, it was reported that the patient developed a cutaneous contour deformity. During evaluation of the device a crease on the anterior view expanding to the posterior view was noted. This suggests in-vivo folding or creasing of the device. No additional anomalies were observed. Based on the facts of the case, this issue is unrelated to the breast implant and related to the patient condition. No further investigation will be conducted on this complaint due to external cause. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rippling. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent breast augmentation with mentor smooth round moderate plus profile 550cc saline prosthesis experienced left sided deflation and right sided rippling post procedure. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. See 1645337-2019-10437 for contralateral prosthesis report.